Event description:
As reported to coloplast, the tape is slightly wider than usual i.e. 12mm instead of 11mm. Best estimate of date of the event is 2008.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed.